Manufacturer narrative:
No additional information available at this time. Will submit follow-up report, as required, when additional information becomes available.

Event description:
It was reported that the 9600+ system was unable to put images from the left to the right side of the monitor. It was also noted that data was being lost. There was no report of patient injury.